Manufacturer narrative:
A ge service representative performed an onsite investigation, and attached a ring to the tube amplifier output. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not display part of the image. No patient injury was reported.